Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that the customer experienced diabetic ketoacidosis. The caller reported the customer was hospitalized on (B)(6) 2017 with a blood glucose over 600 mg/dl. The caller reported the customer experienced nausea, vomiting and labored breathing. The customer was treated with an insulin drip while in the intensive care unit. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting did not find any issues with the insulin pump at the time of the call. The customer's current blood glucose was 161 mg/dl. The insulin pump was not returned for analysis.